Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the distal tip of a guidewire (subject device) broke during the procedure. The fractured portion of the subject guidewire was left inside the patient's vessel. The physician used a flow diverter to continue the procedure, and this flow diverter was also used to cover the fractured part of the guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The patient's condition was stable.

Manufacturer narrative:
Manufacturing date ¿ added, device evaluated by mfg ¿updated, summary attached - updated, expiration date - added, product available to stryker ¿ updated, returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was returned broken 190.3cm from the proximal end and the distal end was not returned. The guidewire hydrophilic coating was examined along its length with wet fingers and the coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and no anomaly was noted. A functional test was not required as the defect was visually confirmed. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the distal tip of the subject guidewire broke during the procedure when it was used with a microcatheter to reach the aca a2 segment for aneurysm embolization. The fractured portion of the guidewire was left in the vessel and a pipeline was used to continue the procedure and also to cover the fractured part of the guidewire. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/ prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, no difficulties were encountered during usage of the device, and no friction/ resistance was encountered during the procedure. In the case of this complaint, it is possible that potentially excessive torque and manipulation may have been applied during use inside the patient that may have resulted in the observed damage. An assignable cause of procedural factors will be assigned to the as reported and as analyzed events since the issue is associated with a product that met design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the distal tip of a guidewire (subject device) broke during the procedure. The fractured portion of the subject guidewire was left inside the patient's vessel. The physician used a flow diverter to continue the procedure, and this flow diverter was also used to cover the fractured part of the guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The patient's condition was stable.